Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the plastic distal end cover has a burned and the light guide lens has a foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation for the foreign material, the cause could not established. Based on the results of the investigation for the burnt distal end, the most probable cause is traced to component failure indicating expected or random component failure without any design or manufacturing issue (assessed to be contact between the plastic distal end cover and an activated electrode). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.